Manufacturer narrative:
Additional information was added in h.11. Upon further review of the initial reported distal tip in the anterior chamber and both distal and proximal ends pointing towards iris. Exposure of the distal end of the implant into the anterior chamber is not likely to cause harm because the curvature of the micro stent within schlemm¿s canal maintains position of the micro stent in the plane of the canal such that the exposed end in the anterior chamber, as with the inlet of the micro stent, is not likely to contact other tissues (i.e., iris or cornea). In the absence of associated clinical sequelae exposure of the distal end of the micro stent in the anterior chamber is not considered an adverse event. Additionally, there is not reported migration of device. Based on this information this event no longer meets reporting criteria per applicable regulation, because the event did not directly or indirectly lead, nor was it likely to lead to death or serious deterioration of health, or a serious public health threat. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that both distal and proximal ends of stent was pointing towards iris after trabecular stent implantation procedure. Physician advised removal or repositioning of the device. Additional information has been requested. None received till date.